Manufacturer narrative:
(B)(4). Visual inspection of the device showed that there was no plastic visible on the condyles, although the images of the device were only taken after autoclaving the device. There was also residue on one condyle that was likely left after the plastic was peeled off. There was also staining on the color buffed surface at the base of the condyles. The device is used for treatment. The reported failure mode was determined to be related to a previous investigation. This investigation revealed that the femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. Many factors have been identified that lead to the sticky bag occurrence, such as the size of the implant, the time of the year the product was packaged and the material formulation of the low density polyethylene (ldpe) bags. A new supplier for the ldpe bags has been selected, and testing has been completed to ensure thermal reliability and stability of the new ldpe bags. Corrective actions have been taken to both the packaging and sterilization (radiation) processes to reduce recurrence. Lot # 62103519 was manufactured (june 22, 2012) prior to the switch to the new supplier. A field action was conducted on january 11th, 2016 per recall number 1822565-12-014-r in which zimmer voluntarily removed the devices which were packaged in the ldpe bags.

Event description:
It was reported that after the component was opened it was noticed that there was plastic wrap adhered to the condyles.